Manufacturer narrative:
Product event summary: the controller ac adapter was returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the adapter revealed that the adapter passed visual examination. Functional testing revealed that the controller ac adapter was able to provide power however it switched to battery when a battery was connected to the other controller power port. An internal inspection of the output cable, at the connector, revealed a soldering defect between the internal wires and one of the connector pins. This observation prevented a test controller to recognize the controller ac adapter when connected to a power port. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to improper soldering of the output wires to the output connector. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 6935m62 - lead - implanted: (B)(6) 2014, dvbb1d4 - defib - implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller ac adapter was not providing power to either port on the controller. It was also reported that when the adapter was connected to the controller it was not recognized and the battery on the other port was still providing power. The adapter was exchanged. No patient complications have been reported as a result of this event.